Event description:
The customer reported that one of her employees pulled a sterilized tray with a load and noticed a wet spot from a completed load. The employee touched the wet spot and her finger turned white. She stated that her finger was burning. The asp customer care advised the customer to rinse her finger under running water for fifteen minutes and to clean the vaporizer plate. The employee did not seek medical attention or require treatment. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Skin contact - capital equipment, evaluated at customer site. The fse performed a leak back test ok. Performed a master reset ok. Verified system meets specifications. Ran an empty chamber test cycle ok. Verified the chamber is dry with no wet spots present. Verified the vaporizer tray is dry with no wet spots present. Conclusions: this issue has been addressed with a customer letter related to correction & removal. User guide update: based on user reports about contact with residual hydrogen peroxide from instruments pouches and trays after sterilization and subsequent light colored residue on these devices after sterilization updated user guidance has been issued.